Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified tips on the bowel grasper instrument that did not meet properly. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the alleged complaint. The grip tips were aligned when closed. Additional observation not initially reported by the site was main tube damage. Engineering evaluation observed a deep scratch on the main tube, which was exposing the metal shaft of the main tube. A piece of the insulation coating was chipped off and was missing. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.